Event description:
The patient presented to the emergency department around 4:30am on (B)(6) 2012 with a blood pressure of 79/61, pulse: 61, and respirations: 16. He was admitted to the ICU, unconscious, unresponsive, and "not breathing normal". He had vomited twice before getting to the hospital. The patient had undergone a pump refill on (B)(6) 2012 at which time the pump was refilled with 40ml of 500mcg/ml compounded baclofen and the dose was increased by 25%, from 160.21mcg/day to 199.84mcg/day. On (B)(6) 2012, the patient had trouble staying awake and was mentally confused which progressed to the point that his brother could not wake him up. No alarms, etc, were noted in the pump logs to suggest any problem with the device. The contents of the pump were removed and were to be sent for analysis to determine if the baclofen concentration was correct. The pump reservoir was then washed twice with preservative-free normal saline (40ml the first time and 20ml the second time) and refilled with 40ml of 500mcg/ml lioresal; 27ml was withdrawn from the catheter access port (cap). A priming bolus of .15ml was performed, 2.5ml withdrawn from the cap, another priming bolus of .15ml was done, and another 2.5ml withdrawn from the cap, then a last priming bolus was performed. The kept waking up during thi procedure and his blood pressure returned to normal. The patient was extubated and weaned off the dopamine IV drip. On the morning of (B)(6) 2012 the patient had a bad headache, but was eating, talking, and "doing fine". Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Event description:
Additional information: it was noted when the patient was in the intensive care unit that his eyes were dilated and he was unable to say ¿yes.¿

Manufacturer narrative:
Implanted: 2011 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).